Event description:
It was reported that a <6 months until eos warning message was received upon initial interrogation of a generator in the sterile package in the operating room. The warning message was not received on subsequent interrogations and diagnostic tests. A back-up copy of the flashcard was returned (original flashcard was not returned) by a company rep and the alleged event was confirmed. Analysis in the decoder spreadsheet on (B)(6) 2010 by the manufacturer revealed incorrect data for memory addresses 1038-103f only on the initial interrogation performed on (B)(6) 2010. These addresses include the trim values of diagvbatb and diagvbatm. These incorrect values led to the calculation of the battery voltage to be 2.083 v instead of the intended 3.168 v and resulted in the eos message received by the company rep. The other incorrect values were diagmagnetconsumedm, diagznormb, diagznormm, pulsecurrentb, and diagyearofmanufacture. The DHR for this device was reviewed and no anomalies were identified. The trim values programmed at the post burn test were identified to be the correct values that were obtained at all interrogations after the initial interrogation. The exact failure mode which led to this event is unk. The generator was not implanted. The generator was returned to the manufacturer and is current undergoing product analysis.